Manufacturer narrative:
Final analysis found an insulation abrasion at proximal to suture sleeve tie location. Abrasions are consistent with constant friction with another implantable device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received on (B)(6) 2014 states that the lead continued to exhibit noise. The lead was explanted and replaced.

Event description:
It was reported that the right ventricular lead exhibited noise via a merlin.net transmission. The patient would be monitored with routine follow up by the physician.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.